Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 977a260 lot# va0r1fh025 serial# implanted: (B)(6) 2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that after she had a new device and lead put in, it was not working right and her doctor said he was not surprised because he was not able to put the electrodes in the same place. The consumer met with the doctor and told her to turn the stimulation off for eight (8) months. The consumer just turned the stimulation back on a week and a half ago. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient was not using the ins because it was causing problems after they changed out electrodes in the battery.